Manufacturer narrative:
Covidien also received customer medwatch # 3401150000-2010-8018. The evaluation of the device has not been completed. A f/u report will be submitted when new info becomes available.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The eval of the device has not been completed.